Event description:
It was reported that, during reprocessing, the duodenovideoscope tested positive for greater than 80 colony forming units (cfus) of citrobacter species in all channels, 1 cfu staphylococcus saprophyticus in the distal end, and 1 cfu pseudomonas oryzihabitans in all channels. The scope was retested and found 1 cfu of mesophilic bacillus spp. And greater than 80 cfus of bacillus cereus/thuringiensis/mycoides and citrobacter brakii. The scope was later retested for 25 colony forming units (cfus) of staphylococcus epidermidis and micrococcus luteus/lylae in the distal end, and three (3) cfus of paenibacillus amylolyticus and peribacillus simplex in all channels. The scope was retested for a final time and found five (5) cfus of staphylococcus epidermidis and staphylococcus warneri in all channels. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The subject device was returned for device investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: all channels. Cfu: 3 cfus. Bacterial identification: acinetobacter species. Sampling date: (B)(6) 2025. Sampling from: erector channel. Cfu: <1 cfu. Bacterial identification: n/a. Olympus retested the device and it was found to conform with the regulation's recommendation. The device was evaluated where no abnormalities were found that could have led to the reported event. Olympus will continue to monitor complaints for this device.